Event description:
On (B)(6) 2007, the pt underwent bilateral revision breast augmentation with mentor memorygel breast implants. Subsequently, the pt was diagnosed with rheumatic disease. The devices remain implanted. This report is for the right device.